Event description:
The customer's blood glucose level reached 33 mg/dl and she passed out. The customer's son and the emts attempted to raise her blood glucose levels, but were unsuccessful so she was taken to the hospital where she was treated with glucagon. She was admitted to and released from the hospital on (B)(6) 2013.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.